Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and a provided image. One image was received for evaluation. The image depicted overlay graphics on the screen of a surgeon console. Review of the field service notes indicated the overlay graphics appeared incorrectly during simulator operation with the surgeon console. The micro-universal serial bus (usb) connection to the general-purpose input/output (gpio) board was reseated. Then the system passed all functional checks and remained suitable for operation. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a simulator micro-usb connection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during training, while operating with the advanced simulator, a graphic user interface (gui) overlay issue occurred on the 3d monitor of the surgeon console. The issue was resolved after a system reboot and by reconnecting the micro universal serial bus (usb) connections on the general-purpose input/output (gpio) board. There was no patient involvement.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported surgeon console (sc). Review of the field service notes indicates that the micro-usb connection to the general-purpose input/output (gpio) was reseated to resolve the issue. Review of the provided image notes that it shows the overlay graphics on the screen. Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during training, while operating with advanced simulator, graphic user interface overlay issue occurred on the surgeon console 3d monitor. The issue was resolved after the system reboot and by reconnecting micro universal serial bus (usb) connections on the general-purpose input/output (gpio) board. There was no patient involvement.